Event description:
A report was received that the pt underwent a pocket revision surgery, due to a burning sensation at the pocket site. The pt is reportedly doing well following revision procedure.

Manufacturer narrative:
This is the final report.